Event description:
It was reported that there was a volume discrepancy; there were issues with the pump reservoir not emptying completely, expected residual volume (erv) less than actual residual volume (arv). It was unknown what the actual volumes were. No alarms were associated with the event. No patient symptoms were reported. The patient was redirected to their healthcare provider (hcp). The patient was trying to get the pump replaced, but was waiting for insurance approval; also reported as "was on the schedule for pump replacement, but there were authorization issues, so it will be rescheduled." The cause of the discrepancy was unknown. The patient was due to return to their hcp "at some point next month," as of 2015-06-24, at which point it was expected that the reason for the pump replacement would be known. Additional information has been requested regarding the reason for pump replacement. If additional information is received, a follow-up report will be sent. The drug the pump was being used to infuse was dilaudid (hydromorphone).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).